Event description:
N/a.

Manufacturer narrative:
An event of perivalvular leak (pvl), left bundle branch block (lbbb), delirium, and transient ischemic attack (tia) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the exact cause of the reported pvl, lbbb, delirium, and tia could not be conclusively determined. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances as post-implant valvuloplasty was performed to address the pvl and the patient required prolonged hospitalization. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: (B)(6) - vista nova study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. A pre-implant balloon valvuloplasty (bav) was done with a 24mm non-abbott balloon. After pre bav, a left bundle branch block (lbbb) was noted. The valve was implanted. A post-implant balloon valvuloplasty done with a 24mm non-abbott balloon due to mild perivalvar leak (pvl). After the procedure, the patient had transient ischemic attack. The patient required prolonged hospitalization.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.